Manufacturer narrative:
The investigation confirmed that unexpected, imprecise amon quality control results were obtained while using the vitros 5600 integrated system, and a single lower than expected result obtained from lpv ii met potential health and safety criteria when compared to the expected value. The root cause of this event is most likely an instrument issue related to microslide incubator contamination. There was no evidence to suggest a malfunction of either vitros amon reagent lot involved. Following completion of maintenance actions that included microslide incubator cleaning and replacement of the incubator evaporation caps, acceptable vitros amon performance was observed.

Event description:
The customer obtained unexpected, imprecise ammonia results on two different vitros liquid performance verifier (lpv) quality control fluids, and a single lower than expected result obtained from lpv ii met potential health and safety criteria when compared to the expected value. Lpv ii quality control result of 119.5 "mol/l vs. 158.6 "mol/l. The unexpected, imprecise quality control results were obtained using two different vitros amon slides on a vitros 5600 integrated system. Biased results of the direction and magnitude observed may lead to inappropriate physician action, should they occur undetected on patient samples. The customer stated that no vitros amon patient results from the time frame of the event were in question. However, the investigation cannot conclude that patient sample results had not been affected or would not be affected if the event were to recur undetected. There was no allegation of patient harm as a result of this event. (B)(4).